Event description:
Prior to a thyroidectomy procedure, there was an error prior to being able to start the procedure. Finished procedure with like device and there was no reported patient consequence.